Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. In this case, it is possible that interaction between the device and the patient's heavily calcified, moderately tortuous anatomy and 90% stenosed lesion contributed to the difficulty in advancing the device, resulting in the reported balloon material rupture and subsequent stent activation failure. However, because the device was not returned for analysis, this cannot be confirmed. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous right coronary artery that is 90% stenosed. The lesion was pre-dilated with a 2.5x15mm non-abbott balloon. The 3.0x23mm xience skypoint stent delivery system was advanced to the target lesion with resistance felt with anatomy. When attempting to deploy the stent the balloon on the stent delivery system ruptured at 6 atmospheres. As the stent remained mounted on the delivery system the device was simply removed. The lesion was pre-dilated again with another 3.0x15mm non-abbott balloon and a 2.75x23mm xience skypoint was deployed and post dilatated without issue. There was no adverse patient effects and no clinically significant delay in the procedure. No additioanl information was provided.